Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing an uncomfortable tingling sensation at the ipg pocket when the stimulation is turned off. The patient reports she had fallen into a wall on more than one occasion. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg. Follow up information identified the patient is no longer experiencing the tingling sensation thus issue is resolved. Date of event is unknown.